Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple short v-v intervals were noted during ventricular high rate (vhr) episodes on the right ventricular (rv) lead. The lead was reprogrammed to decrease sensitivity and vhr collection rate. On a more recent remote transmission report, there were further vhr episodes noted with only a few of them having short v-v intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.